Manufacturer narrative:
The first ruby coil evaluated had the pet lock intact, the pusher assembly was kinked throughout its length, and the coil was inside the introducer sheath and intact with the distal detachment tip (ddt). The second ruby coil evaluated had the pet lock intact; the pusher assembly was kinked throughout its length and fractured approximately 34.0 cm from the proximal end; and the coil was detached from the ddt. The detached coil was damaged and tangled with another detached coil that was returned without its pusher assembly and introducer sheath. The third ruby coil evaluated had the pet lock intact; the pusher assembly was kinked throughout its length; and the damaged coil and introducer sheath were separated from the pusher assembly. Some of the reported damage may have been due to return packaging conditions, as the ruby coils were folded to fit inside the specimen transport bag. The complaint has been evaluated. The complaint indicated that during a procedure, the physician met resistance upon attempting to advance four ruby coils through a px slim delivery microcatheter. Evaluation of the returned devices revealed three ruby coils had damaged pusher assemblies and one ruby coil had a damaged coil. Pusher assembly kinks and fractures typically occur due to improper handling during use. If the pusher assembly is manipulated forcefully at an angle during insertion into a catheter, kinks or fractures may occur. Due to damage likely caused by return packaging conditions, the root cause of this complaint could not be determined. The px slim delivery microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00790, -00791, and -00792.

Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician met resistance when attempting to advance four ruby coils through a px slim delivery microcatheter (px slim). The procedure successfully continued using additional coils and the same px slim. There was no report of an adverse effect on the patient.